Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the arm for between 4 and 24 hours. Patient noticed the pod was leaking while watching television. A new pod was applied for treatment.